Manufacturer narrative:
Upon additional information, this investigation will be updated.

Event description:
Boston scientific received information that during a follow up, high out of range shocking impedances on the right ventricular lead. A revision procedure was planned. No adverse patient effects were reported. Subsequently, a revision took place, both atrial and ventricular leads were tested with a pacing system analyzer which showed normal measurements, while the left ventricular lead appeared to be fractured. A new device was implanted with the existing right ventricular and right atrial lead, while the left ventricular lead was discarded at the hospital. At this time, a new left ventricular lead has not been implanted. No adverse patient effects were reported following the procedure.